Event description:
At the end of the case, surgilav plus hand piece battery pack was removed from hose. Pack became hot, began smoking and hissing. It eventually exploded sending large particles of a black substance up the wall and across the table. No injuries noted.